Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15844. It was reported, the sjm representative met with the patient for reprogramming and upon interrogating the scs system, one of the leads showed invalid impedances. Additionally, one lead had migrated. Surgical intervention will be taken at a later date to address the issues. Also, the patient's ipg will be electively replaced due to the length of time it has been implanted.